Event description:
Coiling treatment was conducted of a hypogastric artery aneurysm. It was reported the coil prematurely detached during deployment. The physician was able push the implant coil into the intended location with a benson wire. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: only the delivery pusher was returned as the implant coil remains in the patient. The evaluation showed excessive force was used which likely led to the coil become detached. (B)(4).